Event description:
It was reported via repair work order that the nurse call was not functional due to nurse call cable being pulled out of the bed connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.